Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was dislodged. Dislodgement of the ra lead was confirmed visually. The physician elected to abandon the implant of an ra lead. The patient had no adverse consequences.